Manufacturer narrative:
Product information is unknown.

Event description:
It was reported that the patient's inflatable penile prosthesis stopped working. The cylinders completely blew out and broke. The patient experienced pain. The physician replaced the old device with a new ipp. A full recovery is expected.

Event description:
It was reported that the patient's inflatable penile prosthesis stopped working. The cylinders completely blew out and broke. The patient experienced pain. The physician replaced the old device with a new ipp. A full recovery is expected.